Event description:
It was reported that the pump fell and the touch screen was cracked. Reportedly, the pump was still functional and the customer's blood glucose level was 238 mg/dl. This event is being reported based on the evaluation of the returned device. During evaluation, it was confirmed that the touch screen was unresponsive.